Event description:
From customer's medwatch report: a respiratory care practitioner, while preparing to administer a breathing therapy, connected the described device into a standard 50 psig ohio diamond type air outlet. The flowmeter immediately burst apart into several pieces. The flow control knob propelled just past the therapist. There were two pts and three visitors in the room during the incident. However, no one was injured. Immediately after the incident, the medical air piping system was checked by this rptr and verified by the stationary engineer at 53 pounds per square inch gauge. Also, there were no active alarms. The flowmeter debris was collected and retained. The respiratory care staff, unit nursing staff, clinical engineers and risk manager were notified verbally and/or by internal written report. Also, all of these types of flowmeters are being collected for inspection and/or removal from service.